Event description:
A customer reported experiencing a power source alert with their device. Despite this issue, there was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully resolved the issue by using a tandem wall adapter and charging cable, which allowed the pump to begin charging, and no further assistance was required.